Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a breakage between cannula and handle of a suction tube (ID mcen115-9). No aspiration was possible during surgery. No additional information has been provided.

Manufacturer narrative:
The suction tube (mco770) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Root cause: evaluation of the device found that the suction was broken at the welding. The welding was compliant, and no manufacturing defect was found. The thickness of this tube is very thin, so it is fragile. Failure analysis: as no manufacturing defect was found, this issue is probably due to a bad handling of the device during the storage or the reprocessing. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.